Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the provided problem description. Log files and service report were not attached to this investigation. During further investigation of the reported issue it was found the o2 nozzle unit was defective and needed to be replaced. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the pre-use check. The nozzle unit in the o2 gas module was replaced. There was no patient involvement. Manufacturer's ref. #: (B)(4).